Event description:
It was reported that the patient had only seen an ¿x¿ when requesting a bolus with their personal therapy manager (ptm) since the day prior to the report date. The patient saw an error code of ¿8474¿ on the screen which indicated a pump reset. The patient had been feeling more pain. The patient had not heard a pump alarm but it was noted she had poor hearing in her left ear. It was discussed that the patient should have been hearing a critical alarm. The patient had been in to her health care provider¿s (hcp) ¿about¿ two and a half weeks prior to the report date for a refill. It was noted, the patient received refills every three to four weeks and was permitted fifteen bolus requests per day with ten minutes in between the requests. The last bolus request that was successfully delivered was on 2013 (B)(6), about twenty four hours prior to the report date. It was later reported that a pump reset had occurred as the patient had seen the ¿8474¿ error code on their ptm for the last twenty four hours, in reference to the report date. Later on the report date, the health care provider (hcp) interrogated the pump and saw that the pump was in safe state. A print report of the pump logs were provided which indicated a motor stall occurred on 2013 (B)(6) at 19:16 that was followed by a motor stall recovery the same day at 19:25. A second motor stall occurred on 2013 (B)(6) at 18:35 following by a recovery that same day at 19:10. A third motor stall then occurred on 2013 (B)(6) at 22:56 followed by a recovery that day at 23:33. Another motor stall occurred on 2013 (B)(6) at 06:49 followed by a recovery that day at 07:08. The reset then occurred on 2013 (B)(6) at 08:00 and a ¿reset occurred- low battery¿ message appeared. The pump was also in safe state according to the logs, as reported. On 2013 (B)(6) according to the logs the pump was restarted due to the restart command and a motor stall recovery then occurred that day at 16:55. The pump was then refilled at that time according to the logs. It was later reported that the device system delivered fentanyl and clonidine. It was reported, the patient was doing fine and the hcp was managing the patient. The hcp programmed the pump again and took away the patient¿s ptm. It was reported, the pump had been alarming, telemetry had confirmed a critical alarm occurred beginning on 2013 (B)(6). It was later reported that the hcp realized that the pump needed to be replaced. It was again reported, the patient was fine and was being treated with oral medications effectively. The patient was on the schedule for replacement on 2013 (B)(6) and the pump was to be returned for analysis. It was later reported that the patient had symptoms of sweating for twenty four hours beginning on 2013 (B)(6) but no other symptoms. The patient was seen at the clinic the next day and was given oral medications. It was confirmed the pump was being replaced on 2013 (B)(6). It was reported, the patient indicated "she had heard the pump alarm but in the event logs it was activated after that time frame¿. This statement was conflicting and did not provide the timeframe as it had been previously reported that the patient had not heard an alarm as of 2013 (B)(6). It was again reported, the patient was doing fine and had a good attitude about the whole situation. It was then reported, the pump had been explanted and was to be returned. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the pump was put at minimum rate following interrogation that revealed the pump was it safe mode. The health care provider (hcp) treated the patient with oral medications until the pump was replaced. It was reported there was no patient injury. The patient¿s status after the device removal was listed as recovered without sequela.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), implanted: 2011 (B)(6); product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8590-1 lot# n197346, implanted: 2011 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4)

Manufacturer narrative:
Analysis of the pump found a feedthru anomaly with the motor, shorting across the insulator was seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.